Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4), (side-car push-back). A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and was twisted approximately 90 degrees. A functional evaluation of the device was performed by extending and retracting the basket with no resistance. Additionally a guidewire was inserted through the guidewire lumen (side-car) with no issue. The condition of the returned incident device could confirm the reported condition since it was found during device evaluation that the guidewire lumen presented both pushback and twisting either of which would contribute to difficulty cannulating. There are controls in the manufacturing process that exist to limit product performance issues, therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, it was not possible to advance the device into biliary tree due to poor trackability. No device damage was noticed. The procedure was completed with a different device (retrieval balloon). Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back.